Event description:
The manufacturer received information that a trilogy ev300 ventilator reported to have been evaluated during field change order remediation. There was no patient involvement, and no harm or injury reported during the evaluation of the device, a ventilator service required code was noted indicating a pressure sensor mismatch issue where the device software has detected a large pressure drop between the monitor and outlet pressure sensors. During onsite service for field change order remediation by the philips field service engineer, the trilogy evo 3-way solenoid and proportional valves were replaced to successfully address the issue.